Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit is leaking. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "leaking of a helium" while not in use. A getinge field service engineer (fse) had evaluated the unit and while troubleshooting it was being found that the unit was not charging the batteries and that they were being completely depleted. Than a getinge field service engineer (fse) had replaced the pcb, power management,rohs. Than the unit was being completely calibrated and the unit had passed all the functional and safety tests per factory specifications. The unit was returned to the customer and cleared for the clinical use. There was no involvement of the patient.